Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. Four transfacial sutures and 25 straps were used around the border of the 20 x 25 cm mesh. On (B)(6) 2013, a hematoma was diagnosed in the ambulance. An MRI showed a recurrent hernia as well as a seroma in the defect. There was no known triggering event. A second surgery was necessary for the recurrence on (B)(6) 2013. The mesh was easily removed from the abdominal wall during that procedure and it was noted that the mesh was ruptured approximately 1 cm above the defect, and it had migrated into the defect. Adhesions were present and easily removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The piece of mesh shows an irregular outline and multiple in mesh tears. The mesh was extensively manipulated with laparoscopic instruments. Therefore, the mesh tear may have occurred during the excision. No intrinsic mesh deficiencies were observed

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.